Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked joint connector at lcd board. The device had cracked lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.

Event description:
I was reported that customer had a button error alarm on the insuin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that he is going to do a bolus and got the button error alarm. The customer was asked if any significant events leading to the alarm and said nothing. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instrutions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.